Event description:
A patient was admitted through the emergency room with diagnosis of urosepsis and clinical pneumonia. IV started in the emergency department. Ten hours later, rn noted IV tubing was found to have a hole in it as liquid was found on the floor in patient room (d5 0.45ns with 20meq kcl infusing). Leak was noted within the stretchy portion which is loaded in the IV pump. This is the first time we have had this experience with this device. Staff believe the event may have been caused by improper loading of the IV tubing into the pump. There was no harm to the patient and the patient's plan of care did not change because of this event.======================manufacturer response for IV infusion set, smartsite infusion set (per site reporter).======================customer services representative notified. Ups labels received this afternoon. Package to be sent out today.